Manufacturer narrative:
Block b3: exact date unknown, based off explant date.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) replacement procedure due to battery depletion. During the procedure, the non-rechargeable ipg was replaced with a rechargeable ipg. No further information was able to be obtained despite good faith efforts.